Manufacturer narrative:
(B)(4) no samples were received for evaluation. No pictures were provided. We have no remaining inventory of the material/batch. We have no further complaints for the material/batch. A check of quality, production, and maintenance records revealed no deviations in relation to the reported error. The cause of the event cannot be determined.

Event description:
Customer states "does not fill with vacutainer, vacuum appears defective".